Event description:
It was reported that this patient was admitted to the hospital due to ventricular tachycardia (vt) episodes and multiple shocks delivered. Upon interrogation of the device, it was found that the patient had over twenty shocks over the course of two to three hours due the device inability to convert the vt episodes. One of the shocks did convert the patient but the arrythmia returned to a vt arrhythmia. The device was turned off to avoid further shocks and the patient was given medication. Additional information noted that a revision took place and the system was explanted. It was not clear whether the arrhythmia was related to the patient's condition. The system was expected to be returned for analysis. No additional adverse patient effects were reported.